Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4: (expiry date: 06/2023). H11: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the superficial femoral artery via the right femoral artery approach, when the stent was released to about one-third, the crimping handle allegedly could not able to continue to release the stent, and the handle could not be withdrawn when it was disassembled. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure in the superficial femoral artery via the right femoral artery approach, when the stent was released to about one-third, the crimping handle allegedly could not able to continue to release the stent, and the handle could not be withdrawn when it was disassembled. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the stent delivery system sample was returned for evaluation with the stent partially deployed. During evaluation, the stent could be deployed using the trigger at normal deployment forces which leads to inconclusive results. It was reported that a 6f introducer was used for access, the tracking vessel was neither tortuous nor calcified, the lesion was predilated, and no damage was noticed on the device prior to use. The diameter of the guidewire used was not provided by the customer. Based on provided information and evaluation of the returned sample, the investigation was closed with inconclusive results for partial deployment. A definite root cause for the reported event could not be determined. The intended placement of the device in the superficial femoral artery represents an off-label use. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. Regarding general warning, the instructions for use states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding accessories, the instructions for use states "the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the femoral route, insert a 0.035 inch (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". The packaging pictograms indicate an introducer size of 6f and a 0.035" guide wire. With regards to general directions, the instructions for use states "pre-dilatation of the stricture is recommended. Selection of an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". With regards to indications for use, the instructions for use states "the e-luminexx vascular stent is indicated for the treatment of atherosclerotic lesions in the common and external iliac artery". H10: d4 (expiration date: 06/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.